Event description:
It was reported by the physician that the patient could not tolerate higher settings due to exacerbation of obstructive sleep apnea, thus vns was not effective for the patient. The device was explanted due to the patient's death (reported in MFR # 1644487-2021-01759) however the device was discarded and thus not available for return/evaluation. No further relevant information has been received to date.